Manufacturer narrative:
A review of mfg lot database for the reported lot #18-720-sj (mfg date 07/2012) shows (B)(4) units were mfg, tested, inspected, and released. There were no exception documents generated during the mfg build cycle. A two year review of the complaint database for this list number/similar issue did not identify any additional reports or investigations identifying a mfg defect/non-conformance. Exact cause of the reported incident is unk.

Event description:
(B)(4) report received concerning breakage/leakage incident with use of 12738, 7" clave ext set. The report states, "pt hit his arm on bedrail and blue connection port broke off extension clave connector. Blood then came out of line from vein. Pt called nurse for help." There were no reported adverse pt consequences. Device/same lot samples unavailable to be returned. Although requested, additional relevant pt, usage information as of the date of this report has not been received by the MFR.